Manufacturer narrative:
The soft cannula was not observed to be bent/kinked. The device generated an 0x14 alarm, indicating an occlusion. Timeouts were seen in the download data. Data. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. The rerun data did not show any timeouts or drive stalls and did not generate an alarm. The root cause for the occlusion alarm could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 375 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (hip/buttocks), the pod's cannula looked bent. As treatment for hyperglycemia, a new pod was applied.